Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation'), fallopian tube perforation ('migration/perforation') and genital haemorrhage ('bleeding') in an adult female patient who had essure (batch no. B24626,12344905,626458) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 5. Concurrent conditions included chronic cervicitis, squamous cell metaplasia, fibrosis lung, paratubal cyst, dysfunctional uterine bleeding and external genitalia inflammation. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and pelvic pain ("pelvic pain / pain"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, fallopian tube perforation, genital haemorrhage and pelvic pain outcome was unknown. The reporter considered fallopian tube perforation, genital haemorrhage, pelvic pain and uterine perforation to be related to essure. The reporter commented: the essure- device was placed in the patient's right tube without difficulty. Seven coils were noted. The left tube was found and the device was placed. Nine coils were noted on the left. Right-12344905-expiration date-dec2009. Left-626458-expiration date-sep2009. 50844324-not valid. Most recent follow-up information incorporated above includes: on 14-jul-2020: mr received. Lot number added. New reporter were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation'), fallopian tube perforation ('migration/perforation') and genital haemorrhage ('bleeding') in an adult female patient who had essure (batch no. (B24626,12344905,50844324), 626458) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 5. Concurrent conditions included chronic cervicitis, squamous cell metaplasia, fibrosis lung, paratubal cyst, dysfunctional uterine bleeding and external genitalia inflammation. On (B)(6)2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and pelvic pain ("pelvic pain / pain"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6)2018. At the time of the report, the uterine perforation, fallopian tube perforation, genital haemorrhage and pelvic pain outcome was unknown. The reporter considered fallopian tube perforation, genital haemorrhage, pelvic pain and uterine perforation to be related to essure. The reporter commented: the essure- device was placed in the patient's right tube without difficulty. Seven coils were noted. The left tube was found and the device was placed. Nine coils were noted on the left. Lot numbers (b24626, 12344905 and 50844324) reported are not valid. Lot number:626458 manufacturing date:2008/01 expiration date:2009/12 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/perforation"), fallopian tube perforation ("migration/perforation") and genital haemorrhage ("bleeding") in an adult female patient who had essure (batch no. B24626-inv, 50844324-inv) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 5. Concurrent conditions included chronic cervicitis, squamous cell metaplasia, fibrosis lung, paratubal cyst, dysfunctional uterine bleeding and external genitalia inflammation. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and pelvic pain ("pelvic pain / pain"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, fallopian tube perforation, genital haemorrhage and pelvic pain outcome was unknown. The reporter considered fallopian tube perforation, genital haemorrhage, pelvic pain and uterine perforation to be related to essure. The reporter commented: the essure- device was placed in the patient's right tube without difficulty. Seven coils were noted. The left tube was found and the device was placed. Nine coils were noted on the left. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformant data; should any new and reportable provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/perforation"), fallopian tube perforation ("migration/perforation") and genital haemorrhage ("bleeding") in an adult female patient who had essure (batch no. B24626, 50844324) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 5. Concurrent conditions included chronic cervicitis, squamous cell metaplasia, fibrosis lung, paratubal cyst, dysfunctional uterine bleeding and external genitalia inflammation. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and pelvic pain ("pelvic pain / pain"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, fallopian tube perforation, genital haemorrhage and pelvic pain outcome was unknown. The reporter considered fallopian tube perforation, genital haemorrhage, pelvic pain and uterine perforation to be related to essure. The reporter commented: the essure- device was placed in the patient's right tube without difficulty. Seven coils were noted. The left tube was found and the device was placed. Nine coils were noted on the left. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.